Manufacturer narrative:
The valve was patent. Proteinaceous debris was observed in its interior. It met all of the requirements for the siphon, reflux, leakage, preimplantation, and pressure-flow tests. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during the implantation surgery, the valve was tested before surgical site closure and found to not be working, possibly due to an "air lock." The valve was reported to have been flushed several times. It was also reported that a new valve was used to complete the surgery and that there was no injury to the patient.

Manufacturer narrative:
The product was returned. An evaluation of the device performance is anticipated, but not yet begun. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.